Event description:
Complaint #(B)(4).

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-02-14. Visual inspection was performed for oxygenator and there was not any damage detected. Further, the sterile seal of the slide connector (fn2) / dialysis lock valve was checked visually and there was not any damage or deformation detected on the inside/ and outside of it. Also, there was not any damage detected on the cross of the locking pin in the seat of the connector (dialysis lock valve). However, the sterile paper of the dialysis lock valve shows slight signs of abrasion. It was also found that the compression spring and the locking pin were crystallized by the priming solution. Flow test was performed for 45 minutes with specified speed limits. At the first 15 minutes at 500 rpm, a leakage was occurred, and the leak was continued to occur during the entire test process. Further investigation was performed for the connector. The slide connector was cut out and visual inspected in details. It was found that a small offset was found at the mold separation of the sealing pin. Based on the investigation results, failure could be confirmed. A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a blood leakage was occurred at dial-lock connector (dialysis lock with valve) of oxygenator during treatment. No harm to any person was reported. (B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that a blood leakage was occurred at dial-lock connector (dialysis lock with valve) of oxygenator during treatment. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2024. Visual inspection was performed for oxygenator and there was not any damage detected. Further, the sterile seal of the slide connector (fn2) / dialysis lock valve was checked visually and there was not any damage or deformation detected on the inside/ and outside of it. Also, there was not any damage detected on the cross of the locking pin in the seat of the connector (dialysis lock valve). However, the sterile paper of the dialysis lock valve shows slight signs of abrasion. It was also found that the compression spring and the locking pin were crystallized by the priming solution. Flow test was performed for 45 minutes with specified speed limits. At the first 15 minutes at 500 rpm, a leakage was occurred, and the leak was continued to occur during the entire test process. Further investigation was performed for the connector. The slide connector was cut out and visual inspected in details. It was found that a small offset was found at the mold separation of the sealing pin. Based on the investigation results, failure could be confirmed. Based on the investigation results, the cause of the leakage was described as mold separation of the locking pin. Non-conformity record was initiated on (B)(6) 2024 in order to determine the root cause and initiate further actions to determine corrective measures for the failure. All further steps will be performed in accordance to this nc. The production history record (DHR) of the affected quadrox-I adult with lot # 3000252063 was reviewed on (B)(6) 2024. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. The production history records (dhrs) of the affected bo-vkmo 71000 with lot# 3000264561 was reviewed on (B)(6) 2023. According to the DHR results, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. Further, the risk is mitigated with IFU warning: IFU, quadrox-I small adult / adult, g-300, v07, page 16 ¿priming the system¿: warning! Oxygenator leaks and damage. Can lead to infections, blood loss and embolisms in the patient. - before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. - check the oxygenator for leaks on the blood-carrying side while priming. - do not use the oxygenator if there are any leaks. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.¿